Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after removal of the retroflex3 sheath the patient experienced perforation of the distal external iliac/ proximal common femoral artery. According to the case summary, the access vessel was dilated with retroflex3 dilators up to the 23fr size without any issues. During insertion of the rf3 sheath, resistance was felt. The introducer was removed from the sheath and the calcific lesion in the vessel was dilated with a non-edwards balloon. The introducer was re-inserted into the sheath and was advanced past the lesion with some difficulty. The procedure was performed without an incident. After removal of the sheath a perforation of the distal external iliac/ proximal common femoral artery was noted. A non-edwards balloon was used to occlude flow to the area. A covered stent was inserted and deployed to repair the dissection. Flow was restored to the artery and the patient was in stable condition. The patient received a maximum of 2 units of blood throughout the procedure. One day s/p tavr, the patient was noted to have no complications associated with the perforation and showed an unremarkable recovery.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's minimum luminal diameter (mld) was measured to be 8.5 mm and the access vessel was noted to have moderate calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is possible that the moderate calcification and tortuosity may have caused or contributed to the event. Additionally, based on the documentation of a calcific lesion that required balloon dilation, there may have been additional calcification that was not appreciable on imaging that contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.